Manufacturer narrative:
(B)(4). Date implanted: (B)(6) 2021. Report source: poland. Product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02876, 0001825034 - 2022 - 02877.

Event description:
It was reported that patient underwent a hip revision approximately 18 months post implantation due to implants being worn. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 h6: component code mechanical (g04) ¿ head visual examination of the provided pictures identified the ceramic head is discolored. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.